Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to oversensing of sense b node noise. Testing of the s-ICD system was unable to reproduce any noise and an x-ray taken did not show any abnormalities. No changes were made and the s-ICD remains in service. No adverse patient effects have been reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to oversensing of sense b node noise. Testing of the s-ICD system was unable to reproduce any noise and an x-ray taken did not show any abnormalities. No changes were made and the s-ICD remains in service. No adverse patient effects have been reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.